Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during inflation at nominal pressure, leakage of contrast media was observed by fluoroscopy and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.